Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported particulate. On an unspecified date, it was reported that particulate was noted at unspecified location on the tubing of the tubing set. The particulate was described as an obvious black dot on the tube. No info was provided if the particulate was noted during or prior to pt use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.